Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient has been in a lot of pain with bursts of energy coming from the implant. When patient tries to put programmer on it doesn't sync with the device. Patient said it became apparent on friday night. When they got out of bed, they got a blast of pain. They didn't know what was causing the pain and then realized it was coming from the implant. It is like it is short circuited or something. The patient had problems once before when it wasn't working enough in 2017 and then it kind of straightened out. They know it is working because the patient hasn't had any leakage of the bladder. The patient mentioned they are retired and moved to (B)(6) and doesn't have a doctor here. They did get a list of closest doctor's and it was (B)(6). Yesterday, the patient called their primary care doctor and they gave them a doctor in (B)(6). The doctor said a guy comes in once a month, and to get in touch with the technician. The patient left a messages with the manufacturer representative (rep). The patient left a message yesterday and today. They mentioned it was bad over the weekend and almost called an ambulance. Patient is really sensitive to pain. Patient is not having bladder incontinence, just having pain. Agent did not ask about the circumstances that led to the reported issue. Had the patient try to connect patient programmer with antenna to ins and patient programmer without the antenna to ins and got poor communication both ways. The issue was not resolved through troubleshooting. Additional information was received from a health care professional (hcp) via a manufacturer representative (rep). It was reported that they could not clarify the device short circuiting. The device was removed today and replaced with the micro. The most likely cause to why the ins was unable to sync was due to a dead battery. It was approximately 10 years old.